Event description:
On 11/1/94, this 54-year-old female was admitted for surgical removal of bilateral, ruptured breast implants and insertion of new bilateral breast implants. The pt was discharged home in stable condition the following day 11/2/94.